Event description:
Information received from the distributor on 02apr2025: question: was there a clinically significant delay? If so, please detail the patient effect sustained due to the delay. Answer: not related to the circulo stuck in flexnav issue. The femoral closure issue resulted in vascular surgeons needing to be attend and repair the vessel. Patient is doing well today with no clinical concerns. Question: during the second recapture when the micro adjustment wheel needed to be used, was the gap between nosecone and capsule able to be closed? Answer: yes. Question: did the re-sheath/deploy wheel reach end of travel? Answer: yes. Question: when the micro adjustment wheel used to close the gap, where was the distal end of the delivery system when the micro adjustment wheel was used? (E.g. Pulled into the descending aorta). Answer: in the ascending aorta. Question: can you clarify where the flexnav was in the patient anatomy when the guidewire became stuck? Or was flexnav already outside of patient anatomy? Answer: the flexnav was in the descending aorta, the radiopaque tip would be estimated to be abdominally. Question: is there visible damage to the guidewire (if so, please describe)? Answer: no visible damage. Question: is this a new user or experience user? Answer: experienced user.

Manufacturer narrative:
This medwatch report is an update to the previous report to include the additional event information in sections b5 and b6 and to update the responses to d8 and e4. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
Procedure description: it was reported that on (B)(6) 2025, a navitor valve implantation procedure was performed utilizing a large flexnav delivery system. The navitor valve was implanted successfully after two recaptures. During the second recapture there remained a gap between the radiopaque tip and the valve capsule. The micro adjustment wheel was used to close the gap. When attempting to remove the delivery system, the distal tip of the circulo guidewire became stuck in the flexnav and would not move forward or backwards. Ultimately, the flexnav and the circulo were removed together. Post procedure, it was noted that the micro adjustment wheel had not been returned fully to initial position before attempting removal of the flexnav. There were no patient consequences or clinically significant delay. Reported event details: after successful navitor valve implant the delivery system was removed as per IFU and while trying to remove the delivery system the distal tip of the circulo guidewire became stuck inside the delivery system and became unable to move forward or backwards within the delivery system. The delivery system and wire were therefore removed together at the same time. Delivery system was collected by me and will be sent back for investigation. Guidewire is still currently stuck within the delivery system. With regards to correct use of the delivery system we performed 2 recaptures as part of the implant procedure as per IFU allowance, the second recapture there remained a gap between the radiopaque tip and the valve capsule. I advised to use the micro adjustment wheel to close the gap which the physician did. I then advised to turn the microadjustment wheel in the opposite direction fully which the physician acknowledged and agreed to do. When I received the delivery system the micro adjustment wheel did not feel it had been fully returned to the initial position and I am sending it back in the same position that it was in when I received it back from the physician. No clinical concerns were raised by the physician and the patient was otherwise well with regards to valve deployment procedure. As a separate incidental issue the closure device was not successful in closing the vessel wall and this resulted in damage to the vessel which required surgical repair to the femoral artery wall. This was not felt by the operator to be related to our products but and issue of patient anatomy and the manta closure device. Question: has the healthcare professional stated that they believe the patient or user experienced adverse health consequences due to the performance of the product? Answer: no. Question: patient status? Answer: alive. Question: describe adverse consequences? Answer: nil. Uncomplicated removal of delivery system and wire together.

Manufacturer narrative:
Product was not received for evaluation at the time of this report; therefore, no visual or physical analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) procedure: 9. Maintain guidewire position while tracking or advancing a catheter or device over the wire. A. Visibly monitor the guidewire double curve when advancing a device over the wire. If resistance is met while advancing the device over the wire stop; evaluate the cause before proceeding (use fluoroscopy if necessary). 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the circulotm guidewire prior to withdrawing the wire. B. The circulotm guidewire is pulled back completely into the catheter. C. The circulotm guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that procedural/handling factors have contributed to the event as reported. The sections left blank or unknown on this form could not be completed due to missing information. An attempt to gather further details to obtain the information was made; however, at the time of this report no additional information has been received. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Manufacturer narrative:
This medwatch report is an update to the previous report to include the device evaluation h(11), and update the codes in section h6 (b), (c), and (d). Device evaluation: as received, the specimen consisted of one-1 each pkg-tavi gw sm EU 275-035; returned cut into 3 separate segments by the distributor in their efforts to separate the circulo device from the flexnav delivery system, and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Examination of the customer supplied images before separation from the delivery system presented the wire entrapped within the flex nav delivery system. The portion of the circulo guidewire that is visible presented kinks of varying severity throughout the wire. Additionally, there is visible stretched coil damaged on a portion of the wire entrapped within the delivery system. The damage appears consistent with applying force during the attempt to advance the delivery system forward and backwards over the wire as reported. The specimen presented kink damage of varying severity on the coil and core wire segments. The distal device segment presented offset/overlapping coil wraps. An undetermined amount of material was not received with the returned specimen, including the distal joint. The proximal joint appears to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu) warnings: 11. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. 12. The guidewire should only be introduced into or withdrawn from the heart through a catheter already positioned in the ventricle. 13. The curve of the circulotm guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As noted in the device instructions for use (dfu) procedure: 9. Maintain guidewire position while tracking or advancing a catheter or device over the wire. A. Visibly monitor the guidewire double curve when advancing a device over the wire. If resistance is met while advancing the device over the wire stop; evaluate the cause before proceeding (use fluoroscopy if necessary). 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the circulotm guidewire prior to withdrawing the wire. B. The circulotm guidewire is pulled back completely into the catheter. C. The circulotm guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. Should additional information be received, a follow up medwatch report will be submitted.

Manufacturer narrative:
This medwatch report is an update to the previous report to include the following additional information: the medical device referenced in part d of the initial 30-day report is not marketed in the united states and does not have a gudid entry. However, a similar device (circulo, model daibw-003) is marketed in the u.s. And shares comparable design and functionality. This report is being submitted to ensure compliance with FDA requirements under 21 cfr part 803.